Event description:
It was reported that during a surgical procedure at the user facility, the device had a sticking trigger. No delay, no medical intervention and no adverse consequences were reported with this event.